Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "the tubing was originally hung at 2130. It was found to be leaking at 0440 approximately 29 hours and 10 minutes after it was originally hung. Doxorubicin 24.6 mg and etoposide 123 mg with 500 ml of 0.9% ns was infusing at a rate of 20.8 ml/hr . These medications run continuously for 96 hours with a bag change every 24 hrs (hour 0 was 2130 on day hung). The line did not get flushed. No apparent patient harm, however approximately 30 ml of chemo was lost. Md choosing not to make up this volume. There also is increased risk for infection with line break." There was no patient harm and no needed procedures.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "the tubing was originally hung at 2130. It was found to be leaking at 0440 approximately 29 hours and 10 minutes after it was originally hung. Doxorubicin 24.6mg and etoposide 123mg with 500 ml of 0.9% ns was infusing at a rate of 20.8 ml/hr . These medications run continuously for 96 hours with a bag change every 24hrs (hour 0 was 2130 on day hung). The line did not get flushed. No apparent patient harm, however approximately 30ml of chemo was lost. Md choosing not to make up this volume. There also is increased risk for infection with line break." There was no patient harm and no needed procedures.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection including use of magnification did not reveal any damage or abnormalities including any damage to the filter membrane or housing. Functional testing confirmed leaking at the upper vent hole of the filter. The root cause of the leaking was not identified.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "the tubing was originally hung at 2130. It was found to be leaking at 0440 approximately 29 hours and 10 minutes after it was originally hung. Doxorubicin 24.6mg and etoposide 123mg with 500 ml of 0.9% ns was infusing at a rate of 20.8 ml/hr . These medications run continuously for 96 hours with a bag change every 24hrs (hour 0 was 2130 on day hung). The line did not get flushed. No apparent patient harm, however approximately 30ml of chemo was lost. Md choosing not to make up this volume. There also is increased risk for infection with line break." There was no patient harm and no needed procedures.